Event description:
During procedure, new catheter was opened and found to be unserviceable. Tips of catheter were bent to an angle where it may harm patient. Another new catheter was opened and compared to defective catheter and catheter #2 was used in patient.